Event description:
It was reported that the foley catheter was used in the operation room, but it was discontinued due to poor water drainage during pre-test. Per follow up information received via ibc on 26apr2024, confirmed that the poor drainage was in the catheter.

Manufacturer narrative:
The reported event is unconfirmed. Four photos were received. The first one shows an overview of the catheter and syringe, the second photo zooms into the catheter balloon and tip and the last two photos show the catheter cap and the tray label. It was also received 1 all silicone foley catheter with syringe. Inflated balloon with returned syringe and 10 ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). Concentricity within specification. Balloon passively deflated in one minute and 10 seconds. Flushed the drainage lumen and no obstruction was evidenced. The reported event is unconfirmed a DHR review is not required. The reported event is unconfirmed a risk review is not required. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed. It was also received 1 all silicone foley catheter with syringe. Inflated balloon with returned syringe and 10 ml of methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water). Concentricity within specification. Balloon passively deflated in one minute and 10 seconds. Flushed the drainage lumen and no obstruction was evidenced. No root cause could be found because the reported event was unconfirmed. As the reported event was unconfirmed a DHR review was not required. As the reported event was unconfirmed a labeling review was not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was used in the operation room, but it was discontinued due to poor water drainage during pre-test. Per follow up information received via ibc on 26apr2024, confirmed that the poor drainage was in the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was used in the operation room, but it was discontinued due to poor water drainage during pre-test. Per follow up information received via ibc on 26apr2024, confirmed that the poor drainage was in the catheter.